Event description:
It was reported that bd bbl¿ thioglycollate medium without indicator contamination occurred. The following information was provided by the initial reporter: customer report contamination of cat#221200 broth.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.3. Medical device lot #: 3060894. D.4. Medical device expiration date: 2024-02-21. H.4. Device manufacture date: 2023-03-01. H.6. Investigation summary: material 221200 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3060894 was satisfactory and no quality notifications were generated. Formulation, filling, torqueing, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 3060894 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. For further investigation two uninoculated retention tubes from batch 3060894 were placed into incubation. One retention tube was placed into 20-25-degrees celsius incubator and one retention tube was placed into 33-37-degrees celsius incubator for seven days. At seven days incubation, there were no traces of microbial growth or change in the media color and clarity in the 2/2 incubated retention tubes. The color and clarity of the media remained light to medium light yellow, trace hazy to clear, as described in the certificate of analysis. Two photos were received to assist with the investigation: the first photo shows the label of a partial carton from batch 3060894 (carton number 036). The second photo shows two tubes the media does appear hazy/cloudy with particles. Returns were also received to assist with the investigation. Eighty-six tubes from batch 3060894 were received in the original 100-pack carton (carton #036). The carton was received in good condition. All 86/86 returned tubes did appear hazy. For further investigation all 86/86 tubes were incubated at 33-37-degrees celsius. After a seven- day incubation period there was no change in the media color and clarity the media still appeared hazy. A gram stain was performed, and positive rods were observed. One tube was also plated on a tsa 5% sheep blood plate, and no organisms were recovered. This complaint can be confirmed for non-viables. Bd will continue to trend complaints for non-viables. Bd has identified a complaint trend for hazy media due to the presence of non-viables for this product. A CAPA (corrective and preventative actions) has been initiated per bd procedures. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ thioglycollate medium without indicator contamination occurred. The following information was provided by the initial reporter: customer report contamination of cat#(B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.